Event description:
The physician attempted to use the cassi ii rotational core biopsy system for a axillary lymph node biopsy; however, no samples were obtained. Surgery will be scheduled. As of contact date 2007, the patient has left this practice for treatment elsewhere; therefore, additional information regarding additional surgical procedure is not available.